Event description:
It was reported that the customer has a maximum delivery alarm on his insulin pump. The customer stated that prior to the event, he had the insulin pump in his pocket and it beeped. The customer further stated that the alarm could not be cleared even when pressing the buttons. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a frozen screen, which was caused by a problem isolated to the lcd board. As a result of the frozen screen, we were unable to verify the maximum delivery alarm, the keypad anomaly, and the displacement test.